Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. Date of event: unknown. This report is for three unknown cortex screws. Partial part number, 204.8xx, was reported. The lot number(s) are unavailable for reporting. Other number¿UDI, part number unknown, UDI is unavailable. Two of the three unknown cortex screws were explanted on (B)(6) 2016. One of the unknown cortex screws was reused during the (B)(6) 2016 revision surgery. Unknown. It is not known if any reprocessing of the device was performed. The two explanted subject devices are not expected to be returned to the synthes manufacturer for evaluation and were reportedly disposed of by the hospital. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to treat a humeral fracture located distally to a previously implanted 3.5mm locking compression plate (lcp) 90mm, three cortex screws and nine locking screws. It is unknown when the original hardware was implanted. It was reported that the patient was traveling on an unknown date and experienced pain when reaching. It is not known when the fracture occurred. During the (B)(6) 2016 revision surgery, the existing hardware was noted to be intact. The 3.5mm lcp humerus plate 90mm and two cortex screws were removed. The patient was revised to a longer 3.5mm lcp 196mm and the one of the original cortex screws and the nine original locking screws were re-implanted. The surgery was successfully completed without delay. This report is for three unknown cortex screws. This report is 2 of 3 for (B)(4).